Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of six of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the extension set and the minicap transfer set that led to this alarm. Renal therapy services (rts) advised the patient to disconnect from the cycler and drain with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.